Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed a visual inspection using appendix f; and found reservoir second o-ring out of the groove; also performed pre-fill reservoir test per. Found no leakage anomaly was observed during filling process.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked at the bottom of reservoir. The customer¿s blood glucose was 200 mg/dl. Troubleshooting was done for reservoir leak. Customer stated that the leak occurred when they filled the reservoir and one o ring was not in the groove. The reservoir will be returned for analysis.